Manufacturer narrative:
No product will be returned for evaluation.

Event description:
Patient stated 1 month ago he was at the hospital for a routine check up and was sent to the emergency room because his blood glucose rose to 500 mg/dl and he was feeling "loopy" with head pressure and the sweats. He was given an insulin shot of 10 units of regular insulin and 1.5 hours later his blood glucose was back to normal around 120 mg/dl. He stated he has had issues with his blood glucose rising immediately after inserting an infusion site. He stated he changed his site and his blood glucose was at 97 mg/dl but 4 hours later his blood glucose was 421 mg/dl and he was again feeling "loopy and sweating. The next day, his blood glucose was around 300 mg/dl. He administered 3-4 boluses to reduce his blood glucose levels. He then stated his blood glucose started to come down very fast and he thought he was going to "crash" but did not. He was advised that his cannula may not be long enough and that the insulin may be pooling under the skin and being released all at once. The patient was sent infusion sets with a longer cannula and upon follow up he stated he thinks the longer cannulas will solve the issue. No product will be returned for evaluation.